Event description:
Medtronic received information regarding a shunt for hydrocephalus. It was reported that the device settings were changing. The patient reported that outside of expected MRI changes, the device has reset 3 additional times over a 12 month period. The most recent event the surgeon found the setting to be off with the manual equipment but ok with the electronic unit. The patient said their symptoms have not improved, as they typically do since the most recent adjustment.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was seeking out an easier way to have the device adjusted. Patient said she has went in to michigan spine to have it adjusted/reset and would wait over an hour to have it adjusted. Patient said the device keeps adjusting and it has been affecting how she feels. The surgeon has had to adjust it each time and reset. Patient has felt relief very quickly after adjustment, but after going in this last time she hasn't felt the same as she did previously.

Manufacturer narrative:
G3. Aware date on mfg report # follow up number 003 was inadvertently marked with the year 2023. The correct aware date should have been 2024-12-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had a 2 week post-op appointment on (B)(6) 2024 after their shunt revision. The patient stated their pain and neurological status was better. The profound dizziness they were having prior to their revision had resolved, but they had had a few dizzy spells occurring when they were standing that last a few seconds before resolving. They had not had any near syncopal or syncopal episodes and denied room-spinning dizziness. No headaches either. The patient had not had fevers. They had some scant drainage a few days after surgery but not enough to even be visible on their dressing. No purulence. The patient had not had trauma.

Event description:
Additional information received reported that the patient had an MRI and then underwent reprogramming of their valve to 1.5. The patient had had fluctuations of their shunt setting. They were concerned for overdrainage, and they had had multiple shunt settings that were abnormal. This had occurred previously on several occasions. The patient had been feeling altered for several weeks. The doctor attempted multiple times to change the shunt setting, however, the shunt fluctuated between 1.5 and 1.0. Multiple other providers had the same issues with the shunt, and the doctor felt that their valve was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on (B)(6) 2022, the patient passed out at work due to a ruptured brain aneurysm. They were flown to the hospital, where they were well cared for and the doctor performed life saving brain surgery, implanting coils within hours. As the patient began to heal, it was discovered the incident caused hydrocephalus. This excess fluid in my brain was treated with a shunt and a drain into their brain on (B)(6) 2022. While the patient had no memory of their condition before the shunt, 18 days after the shunt was implanted, they began to improve but would suffer frequent setbacks which required several visits to the doctor's office. As early as they could recall, the doctor, their nurse and physician assistant (pa) struggled with the tools to reset the shunt to its proper setting. The doctor even left the examining room to collect another tool. The doctor and their assistant attempted to train the nurse on the tool but it had proven too difficult. Post MRI's, the setting was expected to change due to the magnetic exposure. At the hospital; post MRI's, during reprograming the pa's and technicians sent to perform the expected re-programing also fought with the tools. During the patient's most recent MRI in (B)(6) 2024, the pa sent to reprogram worked for several minutes trying to reprogram. The pa said the tool was very sensitive to noise and even said the tv in the room across the hallway may be causing the difficulty. During the 2 years with the shunt, the patient experienced various stages of wellness and unwell. Sadly, they weren't able to keep their job of 43 years. There were times when they did very well, felt almost normal but others when they experienced dizziness and imbalance, emotional and fearful. As they were seeking help, it appeared the inconsistencies were due to unstable drainage settings of the shunt. The patient frequently traveled to and experienced extremely long waits at the doctor's office where the doctor and pa appeared to be concerned with their symptoms and changes in the shunt settings. At one point, the setting had gone so high that the doctor sent the patient for a cat scan because they were concerned with damage to my brain that could result from "over drainage". Both the doctor and pa stated these changes in the shunt settings were not normal and agreed that it needed to be monitored. The patient complained about the long process, traveling and waiting up to hours in their lobby; as well as their out of pocket expenses. The patient felt it was not fair that they were paying hundreds of dollars and my insurance was being billed to monitor a defective piece of equipment in my head. The pa stated the doctor agreed to help avoid these concerns and advised the patient to call when not feeling well to ensure the doctor would be there on wednesdays and to arrive around 8:30 am, before the doctor started their day at 9 am. It was somewhat successful with reducing some of the wait time but were still being billed for many of the visits. The patient knew how good they felt when the shunt was working properly so they became more conc erned, discouraged and fearful of this volatile shunt. They tried to find an easier, closer, less expensive way to monitor the shunt settings. They began calling various neurologists and emergency rooms with no success. When they researched the manufacturer on line, they could see they had programs in place to monitor some of their cardiac devices. Finally, they were able to convince a different neurological group to consider their case. During their first visit with a new doctor, they were concerned about changing doctors until they put the tool to my head. The doctor recognized immediately that their shunt was malfunctioning. They didn't blame their equipment as the others had and even had my husband look at what it was doing. The doctor was very concerned about the patient's safety and had them approved and scheduled for a shunt revision surgery just days later. Finally an actual sense of urgency for their well-being with a brand new doctor visit, and a new shunt on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on (B)(6), 2022, the patient came to the emergency department (ed) after sudden loss of consciousness. Upon awakening, they had a severe headache and came to the ed. Blood pressure was elevated and CT found subarachnoid hemorrhage (sah) for a basilar tip aneurysm. Evd was placed and they were put on cardene for blood pressure control. The patient underwent coil embolization on (B)(6) 2022 and was weaned off the evd. However, the patient the patient had persistent ventriculomegaly with worsening confusion, some level of incontinence, and gait disturbance. A lumbar puncture was performed in which improved the patient's symptoms. On (B)(6) 2022, the patient was placed with ventriculoperitoneal (vp) shunt due to radiographic hydrocephalus and programmed to 1.5. On (B)(6) 2022, the patient presented for a post operative follow up appointment. The patient had significant improvement of their pre-operative symptomatology. The patient was discharged from physical therapy and operational therapy. CT scan performed on (B)(6) 2022 showed no indication for over or under drainage. The shunt setting remained at 1.5. On (B)(6), 2022, the patient presented for an office visit for headaches as well as some feelings of dizziness, nausea, neck stiffness, memory impairment, and off balance. The valve settings were checked, and it appeared to be in between 1 and 1.5. The setting was adjusted to 1.5 and confirmed to be at 1.5. On (B)(6), 2023, the patient presented for an office visit due an increase in dizziness and pressure with any type of sneezing or laughing. The patient had concerns that their shunt setting was off as they were re-experiencing previous symptoms. Their shunt setting was checked, and it was oscillating between 1.0 and 1.5. The shunt was reprogrammed to 1.5. On (B)(6) 2023, the patient presented to the office for follow up after completion of a head CT. The CT was overall stable. The ventricular size was overall stable appearing and evidence of a functioning shunt. The settings were checked and verified to be at 1.5. On (B)(6) 2023, the patient present for a follow up office visit due to feeling off. The patient had noticed a little bit of dizziness, brain fog was worse than it was but was settled, and did not feel back to their neurologic baseline. They had some episodes where they got lost in their thinking and even had a incident where they walked out into traffic but was not injured. The shunt setting was checked as the patient had an MRI, and it appeared to be oscillating between 1.5 and 2.0. The valve was readjusted to 1.5 and confirmed to be at 1.5. On (B)(6) 2023, the patient presented for an office visit due to feeling worse by having headaches, dizziness, crying a lot, feeling weak, and pain in the back of the neck. The setting was checked, and it was oscillating between multiple settings. The valve was reset and verified to be at 1.5. On (B)(6), 2024, the patient presented for an office visit due some personality changes, dizziness, and noise changes. They thought their shunt was not draining enough. The patient had dizziness but not to the extent that they had it. The patient had some pain, and they thought the pain might cause itchiness. When the shunt was not draining a lot, they get plugged up on the right side of the head, and their got plugged. The patient had been having more headaches the last couple of weeks but not to the point that they had to treat them. The setting was checked and verified to be at 1.5. The patient was to continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on (B)(6) 2022, the shunt was interrogated after MRI and found that it was fluctuating between 2.0 and 2.5. The shunt was reprogrammed to 1.5, and the setting was confirmed with the digital programmer.